Event description:
It was reported that the patient¿s generator was replaced due to battery depletion and high lead impedance. A test resistor was used and pin connection was cleaned and ensured it was fully inserted into the new generator. This ruled out any sort of generator related issue. The generator was replaced and the new generator was disabled. No known lead revision surgery has occurred to date.

Event description:
The generator was received for analysis. Product analysis for the generator was completed and approved. There were no performance, or any other type of adverse conditions found with the pulse generator. Data from the generator that was received showed change from high impedance 6373 ohms to higher impedance of 8120 ohms.